Event description:
Related manufacturer number: 2017865-2022-04796. It was reported that the pacemaker and right ventricular lead arrived to the customer damaged. The device and lead were not used. There was no patient involvement.